Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter during a laparoscopic inguinal hernia repair procedure the balloon would not inflate. The scrub tech told me she thought the s retractor holding the incision open while the doctor inserted the balloon may have had a burr causing the balloon to puncture upon entry. It was also reported that the patient did not experience and adverse event as a result of the device malfunction.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of two devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Upon initial inspection, a cut was observed to penetrate both balloons. Due to the observed damage, the dissector balloons would not inflate properly. All other components were in proper working condition. Visual and functional testing of the returned products confirmed the products did not meet quality release specifications that were tested regarding the reported conditions due to the hole in the balloons, the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).